Manufacturer narrative:
The investigation was started. The results will be sent within a follow-up report.

Event description:
It was reported that the ventilator did generate an alarm and did not ventilate for about 10 seconds. This happened two times in short order. No injury reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was carried out on the basis of the information provided and the device. The analysis of the logfile showed two successive restarts of the device on the reported day. The manufacturer's repair shop therefore replaced the circuit board that caused the restarts. In the event of a restart, the emergency valve of the device is opened against the ambient air to enable the patient to breathe spontaneously. The successful restart is indicated by an acoustic alarm. The device reacted accordingly to its specification. The number of reported cases is very small and within the accepted range.